Event description:
It was reported that the physician questioned product performance. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additionally, a (B) (6) alleges the patient "suffered physical and other injury" and "severe emotional distress" due to the lead. It also states the patient "experienced inappropriate and or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; full lead analyzed.